Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #' 3005099803-2011-01661. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure on (B)(6), 2011. According to the complainant, during preparation of the procedure, the device was tested outside the patient and upon opening the resolution clip (manufacturer report # 3005099803-2011-01661), it was noticed that the jaws were damaged and would not open and close. A second resolution clip was tested outside the patient and the same issue occurred. Upon opening the clip, it was noticed that the jaws were damaged and would not open and close. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be in okay condition post procedure.